Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On 09/24/2025, it was reported that the patient's dexcom ¿almost got her killed.¿ she woke up feeling very sick and nauseated. When she checked the iphone 15 pro mobile device, the egv was 40 mg/dl. She reported that the app never gave her any alert or warning that she was dropping. She said she couldn¿t move and vomited. She called emergency services for help. She declined to share details about reversal of hypoglycemia. This complaint says she just kept repeating that she¿s seriously considering switching to a different cgm company and demanded that her replacement be sent overnight. She said her lawyer would be in touch and stopped responding. No other details were documented. Data investigation could not confirm the allegation. App data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. In connection with the allegation, data found on 09/24/2025, the app delivered low, urgent low soon, and urgent low alerts with volume, as expected, and these alerts were acknowledged. The app experienced signal loss under an hour, during which egvs dropped to low (less than 40 mg/dl). After signal returned, the app resumed alerts, egvs went back into range, dropped below the low threshold again with alerts, and the session ended. A new session was started at 08:24 am with egvs in range until brief sensor issue from 09:59 am to 10:14 am. At 10:19 am, the wearable failed and was acknowledged immediately. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6)2025, it was reported that the patient's dexcom ¿almost got her killed.¿ she woke up feeling very sick and nauseated. When she checked the iphone 15 pro mobile device, the egv was 40 mg/dl. She reported that the app never gave her any alert or warning that she was dropping. She said she couldn¿t move and vomited. She called emergency services for help. She declined to share details about reversal of hypoglycemia. This complaint says she just kept repeating that she¿s seriously considering switching to a different cgm company and demanded that her replacement be sent overnight. She said her lawyer would be in touch and stopped responding. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.